Event description:
It was reported that during preparation for a percutaneous coronary intervention, there was difficulty advancing the guide wire through the insertion tool. An unspecified guide wire was advanced through the advantage insertion tool with difficulties, this occurred outside of the patient. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).